Event description:
This patient was undergoing a coronary artery bypass graft procedure. This patient had a history of radiopaque contrast allergy. The endocoronary sinus catheter was placed using fluoroscopy and transosophageal echocardiography in approximately 20 minutes. Initially, 2 cc of fluid was injected into the balloon without ventricularization of the pressure wave form. The balloon was deflated and the catheter advanced further into the sinus. After injecting 1 to 1.5cc of volume into the balloon, ventricularization of the wave form was achieved. On the first attempt to deliver retrograde cardioplegia through the catheter, the cardioplegia line pressure was abnormally high and the heart did not arrest. The surgeon looked through the thoracotomy and saw clear fluid in the pericardial space. The surgeon opened the pericardium and saw a tear in the coronary sinus. On palpation, the tip of the catheter was in a cardiac vein. The tear was closer to the 05 than the tip of the catheter. The tear was repaired, and the coronary artery bypass graft completed uneventfully. The surgeon stated that he believed the tear was caused by overinflation of the balloon relative to the size of the vessel.